Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg had become inoperable, and the patient had ineffective stimulation. The investigation was unable to determine which lead attributed to this issue. Surgical intervention was undertaken, and the system was explanted and replaced.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.